Manufacturer narrative:
The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. Therefore, this item must be always reported.

Event description:
(B)(4). The dentist reported that had to remove the dental implant during its installation surgery due to the transfer piece got stuck inside the implant.